Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 20:44:29. During night drain cycle five, the patient's ultrafiltration reading was 802ml, indicating the home patient (hp) drained 802ml more than their maximum programmed fill volume of 1300ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Review of the event log identified the iipv event. The cause was determined to be one or more cycles advanced to the next fill when slow or no flow occurred above the minimum drain threshold. Should additional relevant information become available, a follow-up medwatch will be submitted.